Manufacturer narrative:
This device has been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The customer reported to bsc that during an egd procedure for a pt (age and gender unknown) for treatment, the resolution clip device would not complete the deployment sequence by releasing from the catheter. Another device was used, however, the clip did not release from the catheter, the clip was not attached to any tissue at the time of the deployment issue. The procedure was successfully completed with the third device. The pt did not sustain any complications or ill effects as a result of this issue.